Event description:
It was reported that the display device is not alerting at the proper threshold. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. The reported event of the display device is not alerting at the proper threshold is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).